Event description:
A mammography technologist at the hospital is reported to have a repetitive motion injury, as a result of using a lorad miv mammography system.

Manufacturer narrative:
On august 25, 2009, hologic was contacted by an insurance representative regarding a workmen's compensation claim filed by their client. It was reported that the use of the hologic miv mammography system caused a repetitive motion injury. It was learned that a firmware upgrade to the miv mammography system did not contain an interface with the poweraid used by facility. The interface allows the miv mammography system to work with customer's poweraid in a mobile environment. The poweraid is an electrical line conditioning unit used in some mobile customer sites. It is reported that without the interface, the technologist had to change her normal work flow when using the system, causing the alleged injury. There were no reports of similar problems with any other customers using the same firmware.